Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out g2 and to provide information received through follow up. Additional information received: it was reported that the customer cleaned, disinfected, and sterilized the device before sending it to olympus according to the manufacturer's instructions. The device was pre-cleaned manually and then reprocessed mechanically before being returned. The customer could not identify the white foreign material. The customer flushed the air/water nozzle with water and air during manual cleaning. The customer does use the following medications for procedures: ampuwa and simeticone, endoparactol, and espumisan. Precleaning and manual cleaning in reprocess are performed following olympus order. No defects in the reprocessing accessories for pre-cleaning and manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Additionally, there were non-reportable (non-pae) defects noted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the air water tube and air water cylinder. There were no reports of patient involvement.